Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the analyzer temporarily lost communication with the programmer during an implant attempt. The analyzer was removed and reinserted into the programmer and became operational. Pacing returned after a few seconds and external pacing was not needed. The programmer and analyzer remained in use with the analyzer performing properly the rest of the case. However, the analyzer was subsequently changed. No patient complications have been reported as a result of this event.